Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that one battery pack would not charge. She stated that when this battery pack is placed on the battery charger, the "battery pack fault" led and the fully charged led illuminate. The battery pack will not start the system. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.